Event description:
It was reported that on an unknown date, post-op, rod had pulled outside from the pedicle tulip which leads to an instable construct. It was a lumbo-pelvine dorsal fixation and result was based on the x-ray. The patient underwent revision surgery for stabilization. Patient complications were reported unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Image review : traumatic pelvic fracture stabilised with ilio - sacral screw , orthopedic pelvic instrumentation of l3-4 - s2 rod screw construct. Rod appears short and likely translated out of the screw head with patient motion.